Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues with their sensors coming off due to heavy perspiration. The customer's blood glucose level was over 400 mg/dl. The customer was advised to call the help line the next time they have issues with the sensor falling off. No further assistance needed.